Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 pocket a1, a2, b3 was not detected on the bus. A field service engineer (fse) reseated cables and adjusted the rear chassis. Fse tested the device in the hardware test application and pyxis application. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple failed drawer and drawers are not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.